Manufacturer narrative:
The reported event could not be confirmed as no images were provided showing the device dislocated. During the initial surgery, it was reported that the final occlusion did not come together, and the two mandibular components were re-positioned all involved devices and the virtual surgical planning performed by 3d systems were found conforming. On (B)(6) 2023, the patient was again taken back to surgery and the left tmj joint removed, because it kept dislocating. No CT scan was submitted. Thus, no further investigation whether the devices were implanted in the correct position could be performed. Dislocation is a known and documented risk identified on product labeling. Overall, the tmj devices were designed and manufactured per specifications. During the investigation, no root cause could be identified. Without a CT-scan showing the anatomy and initial placement of the tmj device, no further investigation regarding a root cause can be performed.

Event description:
It was reported that the device was removed due to dislocation. Surgeon noted there appeared to be no device malfunction.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the device was removed due to dislocation. Surgeon noted there appeared to be no device malfunction.